Event description:
In (B) (6) 2009, pt had an external pain pump placed on a trial basis. He is allergic to morphine, thus doctors substituted dilaudid and bivicaine. On first day, he was dizzy, itchy and had problems urinating. He returned to the doctor, who turned the pump off and cut the dose of pain medication in half. He returned home and still had problems urinating and continued to be itchy. The second day of the lower dose, he felt better and experienced 75% pain reduction. The third day, they removed the trial pump. On (B) (6) 2009, the pt had the internal pump implanted with the medication dose the same as the reduced amount in the external trial.